Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 1 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in preparation but no information available to confirm. The root cause was not determined. In consequence no information available is this failure was resolved. There was no patient or user harm.

Event description:
Cer created to track an issue at steffen bodens request. Matthew mcrandal UK sales reports - we have found a bug with the h900 and platform 1 interface - it doesnt seem to alway automatically change to the correct temp settings in relation to invasive / niv and hiflow h900 sw = 1.10d c1 sw = 3.0.2.